Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a10cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 31-34 mm in diameter and less than 10 mm in length. It was reported that on the final angiogram, a proximal type I endoleak was identified. The physician stated that the cause of the event was due to the patient's anatomy; large short aortic neck. The follow up scan confirmed the endoleak was still present so a secondary intervention was performed. The physician implanted an endurant ii 36mm cuff at the level of the left renal artery, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.